Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received an external flash crc error alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump had a frozen screen due to a faulty component on the mother board. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the external flash crc error alarm or button keypad anomaly due to the frozen screen. The pump had minor scratches on the display window.